Event description:
It is reported that the device was implanted in 2003, and revised in 2008, due to osteolysis.

Manufacturer narrative:
Evaluation summary: a revision of the nk ii implants was performed in 2008, for osteolysis around the bone screws, at which time the devices were implanted for approximately 5 years and 4 months. The devices were returned for evaluation and exhibited backside wear and the medial condyle is damaged and is thinner than the lateral condyle indicating it has been worn down. This suggests the knee may have had a varus alignment, however, without x-rays it is unknown whether this alignment occurred over time or was present at implantation. The tibial baseplate tray contains signs of wear that are consistent with the backside wear of the articular surface. Osteolysis appears to be the probable cause of the complaint. As part of the complaint investigation for osteolysis, a team was formed to investigate a probable cause. The following areas were explored: literature research, clinical data, histology analysis, design aspects, wear testing, locking mechanism testing, micro-motion testing, and baseplate/screw interaction. After reviewing the results from the activies described above, the team concluded that there is no definitive cause that explains the reported osteolysis. Evaluation: device history records indicate all components were manufactured and inspected to specification.